Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated cardiac troponin I (tni) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) patient sample result was obtained on a dimension exl with lm system. The discordant result was reported to the physician(s) who questioned the result. New samples were drawn from the same patient twice at different time intervals. The redrawn samples were processed on the original dimension exl system and on an alternate dimension exl system, and lower tni results were obtained. The original patient sample was then reprocessed on the same two dimension systems. The reprocessed tni results matched the lower tni results from the new (redrawn) samples and were considered correct. A corrected report was issued. There are no known reports of patient's intervention or adverse health consequences due to the discordant falsely elevated tni patient result.

Manufacturer narrative:
Additional information (13-dec-2021) - siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc has reviewed the instrument data and the information provided by the customer. Hsc concluded that a product non-conformance was not identified with the cardiac troponin I (tni) assay or the dimension exl with lm system. There were no process errors or issues with the system. Quality control (qc) results were within the customer's tni expected ranges. No issues were noted with any other patient samples. The instrument data did show an atypical aspiration with the original sample (B)(6). The customer did not follow the tube manufacturer recommendation on centrifugation of the samples. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00336 was filed on 13-dec-2021.